Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation for slow ventricular tachycardia and ventricular extrasystole in right ventricular outflow tract with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade, which required drainage. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical product: pentaray catheter (model# d-1282-11-s lot# 17296362l). (B)(4).

Event description:
It was reported that a patient underwent an ablation for slow ventricular tachycardia and ventricular extrasystole in right ventricular outflow tract with a thermocool sf nav bi-directional catheter and suffered a cardiac tamponade, which required drainage. After inserting the pentaray catheter in right ventricle, before creating a map, it was noticed, that a non MDR reportable catheter sensor error #116 occurred with the pentaray catheter. The pentaray was replaced, the issue resolved and the procedure was continued. After the successful ablation a pericardial tamponade was observed. Additional information was received on the event. No transseptal puncture was performed. Anticoagulation was provided to the patient and maintained at 200 - 250s. The event was recognized after the procedure was completed. The patient did not require hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The drain was taken out and the patient has recovered. Settings during the event include: irrigation flow was set according to the catheter guidelines. No additional error messages observed on biosense webster equipment during the procedure. Only error was with the pentaray catheter. The physician did not provide a causality opinion for the cause of this adverse event. However, the physician did not believe the issue with the pentaray catheter contributed to the adverse event.